Event description:
This literature case describes the occurrence of fallopian tube perforation ("unilateral tubal perforation") in a female patient who had essure inserted for contraception. Literature reference: lazorwitz a; tocce k, a case series of removal of nickel-titanium sterilization microinserts from the uterine cornua using laparoscopic electrocautery for salpingectomy., contraception, 2017, xx:xx. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: one female patient came for device removal due to unilateral tubal perforation abstract : nickel-titanium sterilization microinserts are surgically removed for various indications, including persistent pain. Previously described removal techniques include salpingostomy and coronectomy with judicious use of electrocautery to avoid potential injury to adjacent structures or fracturing the microinsert. This case series presents our technique of laparoscopic salpingectomy, utilizing electrocautery on the microinsert. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This literature case describes the occurrence of fallopian tube perforation ("unilateral left fallopian tube perforation") in a (B)(6) year-old female patient who had essure inserted for contraception. Literature reference: lazorwitz a; tocce k, a case series of removal of nickel-titanium sterilization microinserts from the uterine cornua using laparoscopic electrocautery for salpingectomy., contraception, 2017, xx:xx. Other product or product use issues identified: device difficult to use "the insertion was difficult" on (B)(6) 2014. The patient's past medical history included multigravida (g3), parity 2, spontaneous abortion, cervical conization, uterine abrasion and cervical dilatation (during essure insertion procedure) on (B)(6) 2014. Ectopic pregnancies and c-sections were denied. There were no abnormal uterine findings prior to essure insertion. Concurrent conditions included type 2 diabetes mellitus. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation had resolved. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: the fallopian tube perforation was unilateral left. The left device was within tube partially. Right device was in correct position. Patient had no symptoms. Diagnosis made via laparoscopy. Reporter considered essure removal was medically necessary. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: tubal occlusion not confirmed; on (B)(6) 2015: no results provided. Nickel-titanium sterilization microinserts are surgically removed for various indications, including persistent pain. Previously described removal techniques include salpingostomy and coronectomy with judicious use of electrocautery to avoid potential injury to adjacent structures or fracturing the micoinsert. This case series presents our technique of laparoscopic salpingectomy, utilizing electrocautery on the microinsert. Most recent follow-up information incorporated above includes: on 15-jul-2017: uterine/tubal perforation questionnaire received: patient demographic data and historical/concomitant conditions added. Event added: the insertion was difficult. Essure removal details provided. Outcome reported as recovered/resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.